Manufacturer narrative:
As returned the poly liner is in like new condition. It was dimensionally inspected and found to be conforming where measured. Minor deformations were found to the center post of the liner. Review of the device history records did not find any deviations or anomalies. The liner was used for treatment. The tm reverse surgical technique states: "also make sure that the guide pin on the poly liner impactor is aligned into the post on the lateral side of the stem face prior to impacting". No other complaints of any type have been reported for the lot of liners. With the supplied information an exact cause of the reported difficulty cannot be determined at this time. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that after numerous attempts, the surgeon was unable to seat the poly liner in the stem. An alternative poly liner was used.

Manufacturer narrative:
This report will be amended when our investigation is complete.